Manufacturer narrative:
No further information is available at this time. This report will be updated once additional information becomes available.

Event description:
Additional information was received several years later that this device was explanted after displaying a code 1003 indicative of battery voltage too low for the projected remaining capacity. There were no additional allegations reported on the out of range pacing impedance measurements. The information on the code 1003 was reported in MDR report # 2124215-2014-20921.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observation of pacing impedance measurements above 2,000 ohms.

Event description:
Boston scientific received information that, during a routine follow-up appointment, it was noted this device had a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. No noise was noted. During the follow-up, several impedance measurements were taken, and the impedance was fluctuating. No adverse patient effects were reported.